Manufacturer narrative:
We were notified that this lead was capped on (B)(6) 2019, the physician noted a fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead to detection and therapy. Lead measurements were in range and noise could not be recreated with postural testing, though noise persisted through follow-up. The associated ICD was disabled. The lead remains implanted.